Manufacturer narrative:
Investigation summary: the complaint was created for bactec 9120 blood culture system (p/n 445570, s/n (B)(6)). The customer reported they found the false negatives results during sub-culturing. After that, the instrument was working without any error message nor alerts. Therefore, the complaint is unconfirmed. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Review of risk management files confirm there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that when using the bactec 9120 blood culture, there was one false negative result. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bactec 9120 blood culture, there was one false negative result. No patient impact reported.